Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced cannula issue on (B)(6) 2026 as cannula was found bent, which was in use for one day. The insertion site was lower back. The blood glucose level was high (354 mg/dl) and treated with insulin pump. No further information available.